Event description:
The MFR rec'd info alleging a bipap vision had a ventilator inoperative condition and the pt expired.

Manufacturer narrative:
The device was evaluated by the reporting facility biomedical personnel. The reporting facility reported that there were no errors logged within the device's error log system and that the device operated to specifications. The MFR is not able to confirm if the device's error log was cleared by the caregiver before the device was evaluated by the facility's biomedical personnel. The MFR's service technician evaluated the device and found no errors logged within the device's error log system. The service technician could not duplicate the customer's allegation of the device's ventilator inoperative condition. The service technician found the device to operate to specifications. Although the device operated to specifications, the service technician found a communication cable within the device that was not seated properly. A communication failure could cause the device to alarm for a ventilator inoperative condition, but this was not confirmed nor duplicated. The communication cable was re-seated, no components were replaced. The MFR is not able to confirm if the communication cable was not seated correctly prior to the reporting facility eval. A review of the device's service history confirmed that the device has not been serviced by the MFR since 2009.